Event description:
It was reported the device displayed alarm -cassette not attached properly. Reattach cassette- when device is placed on the set and latch is in closed position. No patient injury was reported.

Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was intact. The customer stated problem was confirmed. Customer reported problem was duplicated, repeated and verified during functional testing and also in the device mu mode status. Dso sensor (downstream occlusion sensor) was nonreactive and inoperable and it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.